Event description:
End user reported he developed a pressure ulcer at the 3 o'clock position to peristomal skin. He stated that it began three weeks ago and it is the size of a dime.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user saw his wound ostomy continence nurse and she recommended a non convex wafer and dressed area. The end user did no know what kind of dressing and stated the area is healing. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.